Manufacturer narrative:
H.6. Investigation: two photos were provided to our quality team for investigation. Through visual inspection, it can be observed that variable information, lot number, manufacturing date, and expiration date, are missing from the blister packaging. A device history review was performed for reported lot 1911729, no deviations or non-conformances were identified during the manufacturing process related to the reported issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While no direct issues were identified, a work order was found regarding a printer failure for the packaging machine which was replaced. Based on our quality team's investigation, it was determined this incident was likely related to that equipment failure.

Event description:
It was reported that before use, the bd plastipak¿ luer-lok¿ syringe blister pack was found with no charge or expiration date on it. The following information was provided by the initial reporter, translated from dutch to english: "on many of the blister packs there is no charge and expiration date."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, the bd plastipak¿ luer-lok¿ syringe blister pack was found with no charge or expiration date on it. The following information was provided by the initial reporter, translated from (B)(6) to english: "on many of the blister packs there is no charge and expiration date."